Event description:
On (B)(4) 2012, customer reported that the dxc 800 pro instrument generated false low sodium (na), and false high chloride (cl) results for 1 patient. The results were reported out of the lab. Customer stated that when the anion gap flagged the sample, it was repeated and the report amended. Treatment was not initiated or withheld based upon the erroneous results reported. At the time of the event, the instrument also suppressed na, cl, potassium (k), and calcium (calc) results. Customer stated that quality control (qc) prior to and after the event was within lab-established ranges. Field service engineer (fse) inspected the instrument and replaced the na reference electrode. Fse followed up with the customer 2 hours later. Customer reported that the instrument had an additional incident of suppressed results (no erroneous results). Fse instructed the customer to load a new bottle of electrolyte reference reagent and calibrate with new bottles of calibrator. This resolved the issue and no further issues have been reported.